Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted broken occluder feet. Functional testing performed included leak testing, clear passage testing and clamp function testing and noted leak through the set due to broken occluder feet. The product did not meet specification and the reported condition was verified. The cause was damaged component due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the twist clamp in a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.